Event description:
It was reported that during a biopsy procedure the x value was flickering and the needle wasn't able to move. The customer tried retargeting and received a communication error. The system was unplugged and plugged back in and the patient was repositioned for a second biopsy area and the system worked as intended. The issue recurred during the next patient biopsy. The customer performed qas and needle targeting and had an intermittent error. They reloaded a biopsy needle and restarted the system and the qas were fine again. The customer was concerned that the biopsy samples taken may be inadequate and due to the reported issues a biopsy marker was not able to be placed. Attempts to obtain additional information on the patient impact were unsuccessful. The initial reporter stated that they did not have access to that information and could not confirm the results of the pathology findings. It was unknown if the patient had to return for a repeat biopsy. A field engineer was dispatched to the site and determined the motor driver board, x axis module, and bgm board needed to be replaced. Once this was completed the system was working as intended.

Event description:
On the (B)(6) 2022 the customer confirmed that three patients received successful pathology results. One patient was recalled for magseed insertion which was successfully completed on the (B)(6) 2022. No apparent harm occurred in relation to the incident.